Event description:
We use kimberly-clark kimguard one-step sterilization wrap, kc500, 48" x 48", 24/cs model: 62148 to wrap our trays in central processing for surgery and it has had holes in it. >50 times in the last 3 months wer have found holes not caused by our sterilization process, it is happening at the manufacturer. Dates for use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: cover sterilized instruments for surgical processes.